Event description:
A malfunction was reported on a pump by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer understood and acknowledged.